Manufacturer narrative:
A field service engineer (fse) went on-site and serviced the instrument.

Event description:
A customer contacted beckman coulter inc (bci) regarding a false low sodium (na) result of 133mmol/l generated by the unicel dxc 800 pro synchron chemistry analyzer. The false low result was not reported outside of the laboratory. Rerun of the sample on an alternate instrument gave a higher result of 137mmol/l which was reported outside of the laboratory. There was no affect to patient treatment as a result of this event.